Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. The investigation reviewed the system's alarm trace and no abnormalities were found. The customer's sample pre-analytic details were requested but not provided. The field application specialist replaced various parts and performed adjustments and cleanings. He also performed qc, which was within range. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tina-quant hemoglobin a1c gen.3 results for 3 patient samples on a cobas c513 module. Sample a ((B)(6)): on (B)(6) 2022 the result was 10.75 %. On (B)(6) 2022 the result was 5.87 %. On (B)(6) 2022 (after the service visit) the sample was repeated and the results were 6.06%, 6.04%, and 5.92%. Sample b ((B)(6)): the initial result was 8.39 %. The repeated result was 6.13 %. On (B)(6) 2022 (after the service visit) the sample was repeated and the results were 6.13%, 6.12%, and 6.05%. Sample c ((B)(6)): the initial result was 8.22 %. The repeated result was 5.82 %. On (B)(6) 2022 (after the service visit) the sample was repeated and the results were 5.96%, 5.93%, and 5.94%. The results were not reported outside of the laboratory. The results obtained on (B)(6) 2022, after the service visit, were considered correct. The customer repeated the samples on a different c513 analyzer and the results were comparable. Numerical results from the other c513 analyzer were not provided. The reagent lot number is 552887. The expiration date was requested but not provided.